Event description:
It was reported that the ilet touchscreen became unresponsive, and visual inspection under light revealed internal screen cracking without loose glass or injury, indicating a hardware screen failure requiring replacement. Symptoms included none. Outcomes included interruption of normal device use and loss of water resistance. Investigation included troubleshooting by guided restart, visual inspection by the user, and arrangement for device return and data sync prior to shipment. Investigation of this case revealed screen damage consistent with internal cracking and a nonfunctional touchscreen. It was concluded that, based on previously established findings for similar reports, the device¿s screen component failed, rendering the device not fully functional and necessitating replacement, with recommendation for backup therapy until replacement is received and in use.